Event description:
The events of lymphadenopathy and seroma-late are no longer reportable as the device has been determined to be a non-allergan device. There is no complaint against an allergan device.

Manufacturer narrative:
The device has been determined to be non-allergan and will be un-reported. Continued : brand name: d.1 : non-allergan breast implant. D.2 common device name:: -. D.2 product code: -. D.4 device serial # : ni. D.4 device lot # : ni. D.4 device catalog: non-allergan breast implant. G.4 PMA/510k number : -.

Event description:
Previous medwatch submission noted lymphoma-alcl suspected and breast mass. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. The event of ¿-barr virus (ebv)- positive large b-cell lymphoma associated with a textured silicone implant¿ and¿ ¿ malignant cells were positive for cd45, b-cell markers, cd30, and eber-ish. T-cell markers, hhv8, and cam5.2 were negative,¿ has been captured as lymphoma-not device related. Also unreporting breast mass (lump/ nodule) since it is covered by lymphoma-ndr.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected and breast mass. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. The event of ¿-barr virus (ebv)- positive large b-cell lymphoma associated with a textured silicone implant¿ and¿ malignant cells were positive for cd45, b-cell markers, cd30, and eber-ish. T-cell markers, hhv8, and cam5.2 were negative,¿ has been captured as lymphoma-not device related. Also unreporting breast mass (lump/ nodule) since it is covered by lymphoma-ndr.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. The events of lymphoma-alcl-suspected, lymphadenopathy, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl (histopathological markers not reported)", "very large, new mass", "enlarged axillary lymph node".

Event description:
Healthcare professional (hcp) reported right side "bia-alcl- swelling breast." Hcp also reported via imaging reports "very large, new mass between 10 and 12 o¿clock in the right breast with an irregular rim enhancement and central necrosis", "two small, contrast-enhancing nodules at 12 o¿clock, medial to breast implant", and "a few unusual axillary lymph nodes on the right side." Histopathological markers confirming alcl have not been received. Device has been explanted. Treatment: explant and mastectomy.